Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that on (B)(6) 2020 a patient had to seek medical attention at the emergency room (ER) for hyperglycemia. The patient felt dizzy and they had blood glucose levels of 344 mg/dl. The pod was worn for more than 48 hours on the leg while the issue occurred. The patient stated that they noticed that the cannula was dislodged. In the ER the patient reports they received sodium chloride for rehydration. Patient also reports they received two insulin pens of insulin (toujeo and humalog). Patient was released the same day.